Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180 series scope with the paddle connector. In addition, older scopes and the maj-1430 video cable fails to be recognized. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon inspection of the device, the reported issue was confirmed. In addition, a power switch upgrade requirement was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related is related to a defective/faulty patient board set. It¿s also possible that this is related to a design change of the operational amplifier circuit associated with the dr board (printed circuit board) or due to a poor connection with the video connector. It was confirmed that the design of the operational amplifier section of the dr board was changed on april 16, 2018, to address the phenomenon of no image when connecting the 180 series scope. Therefore, this confirms that the subject device was manufactured before the design change was implemented. Olympus will continue to monitor field performance for this device.